Event description:
It was reported that the patient required external fibrillation to terminate an episode of ventricular fibrillation. The right ventricular lead failed to deliver high voltage therapy due to under-sensing and small r wave amplitude. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of low r waves, no high voltage output, and under-sensing were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts.